Manufacturer narrative:
(B)(6).

Event description:
The patient experienced shocking only when the deep brain stimulator was turned on or the amplitude was adjusted. The patient was seen in clinic. Device interrogation revealed normal impedances. The deep brain stimulator battery voltage was low and needed to be replaced. A lead issue was suspected. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.